Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-adapters, upn: m365db9218150, model: db-9218-15, serial: (B)(6), batch: 21165630.

Event description:
It was reported that the patient was unsatisfied with the therapy they were receiving from their deep brain stimulation (dbs) system. The patient was being treated for their essential tremors and stated that their expectations were not met. The patient underwent an explant procedure in which the implantable pulse generator (ipg) and m8 adapter were explanted. The devices were not returned for analysis as they were disposed of by the facility.